Event description:
It was reported that the customer experienced occlusion alarms. There was no reported impact to the customer. He customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.